Manufacturer narrative:
The pump was received with an intermittent act and up arrow button response due to corroded keypad traces. The pump was received with normal operating currents. The pump was monitored for several days and no battery out limit alarms occurred during testing. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the buttons on her pump were not responding. Customer stated that she was programming a bolus and the keypad stopped responding. Customer stated that she changed the battery and received a battery out limit alarm even though the battery was already in the pump. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.